Event description:
This product has been moved to the associated product, please delete this report from your records.

Manufacturer narrative:
This product has been moved to the associated product, please delete this report from your records. Zimmer biomet's reference number (B)(4) is further reported under the following reports: 0009613350-2020-00459; 0009613350-2020-00461; 0009613350-2020-00463; 0009613350-2020-00467; 0009613350-2020-00469.

Manufacturer narrative:
The manufacturer did receive x-ray for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on the unknown side and underwent revision surgery due to screw back out.